Event description:
A hospital in (B) (6) reported via our distributor that a (B) (4) temperature probe made an mr730 respiratory humidifier that continuously without stopping and that the chamber temperature was very high. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The device is en route to the manufacturer for inspection. A lot check revealed one other similar complaint for this lot number. The other similar complaint was reported by the same healthcare facility and the probe was returned, tested and operated correctly. We are obtaining more information from the hospital. We will provide a follow up report.